Event description:
It was reported that in dialysis, a leak was found from the extension lines of the replacement kit and in turn not allowing the normal dialysis procedure to take place on this male patient. As a result, a new repair kit was opened and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence. The replacement kit was used approximately a month prior to the leak.

Manufacturer narrative:
Manufacturer control number: (B)(4).